Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. The transmitter ID was not correctly entered into the pump. Reportedly, the customer stopped the sensor session and restarted the session with the correct transmitter ID. No additional patient or event information was available.